Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information had yet been received from the account. The info provided so far was confirmed by the account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The drug being delivered was baclofen (unknown) with an unknown dose and concentration. It was reported that there was a volume discrepancy on (B)(6) 2020. The expected volume was 10.2 ml, but they got back 3 ml. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. There was no troubleshooting performed and no interventions were taken. It was unknown if the issue was resolved at the time of the report. Surgical intervention did not occur and it was not planned. There were no further complications reported/anticipated.